Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-u, corrected brand name: base unit servo-u d4 - version or model # previous version or model #. Servo-u . Corrected version or model #: 6694800.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's humidifier holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's humidifier holder was broken. Identification of issue has been done by analyzing problem description, service report and photos of the damage. Based on technician statement, he humidifier holder broke, despite the correct usage by the customer and total load always being under the maximum specified load of the accessory. The consequence of this kind of mechanical damage is that the humidifier gets detached and, in a worst case scenario, falls off the ventilator carrier and may lead to stop of ventilation (extubation) or injury. There was no patient harm. The most probable root cause of the issue has been determined as design. New design of humidifier holder implemented in (B)(6) 2018 is not robust enough and new design needs to be implemented.

Event description:
Manufacturer's ref. #: (B)(4).